Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a vbs (t8) performed on (B)(6) 2023. In this surgery, fusion using a verse fs, vbs, and injection of the cement into the screw was performed. After setting a vbs access kit in an appropriate position and inflating the balloon, the cement was mixed. 12 minutes after cement mixing, injection of the cement was started. Cement injection was performed under the image intensifier. 3 cc of the cement was injected into the left side and 4 cc of the cement was injected into the right side. After checking the anterior image, the surgeon checked the lateral image again and confirmed cement leakage into the spinal canal. The surgeon monitored the cement until it hardened and found no abnormalities. The surgeon also visually checked the cement. The surgeon was of the opinion that the cement seemed to be between the posterior wall of the vertebral body and the posterior longitudinal ligament, based on the fact that the cement could not be visually confirmed and based on the postoperative x-ray. Just after the surgery, it was confirmed that the patient's legs moved. The surgeon plans to take a CT scan later to confirm the patient¿s condition. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable. No further information is available. Remarks: (B)(4) are involved with the same event. (B)(4) (synthes spine): balloon and cement. (B)(4) (depuy spine): screw. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.